Event description:
It was reported that the pacemaker was found in backup vvi mode due to low battery. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Customer complaint of pacemaker found in back-up mode was confirmed. The device was received with battery voltage at end of life. Final analysis was normal. No anomalies were found.